Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The hcp reported that the patient claimed the stimulator was broken. The hcp reported that the ins had been broken for a long time but wasn't able to provide a specific time frame. No further complications were reported.